Manufacturer narrative:
The device was returned for evaluation, and the events will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
The baby required a PICC for long term IV access due to extreme prematurity. Due to baby's size, 1fr catheter with 24g needle was selected. 24g needle inserted into r antecubital vein. Good blood flow was noted, and the catheter was inserted into the lumen of the needle as per the protocol. Catheter was advanced without difficulty, so the catheter was held in place as the needle was split apart. Needle required more force than normal to split apart. Catheter was then advanced further, but would not pass the shoulder. The catheter was pulled back to a peripheral line, as it would not advance centrally. The catheter was flushed, but liquid was seen to be coming out of the middle of the catheter, at the 5cm mark. It was removed from the baby, who tolerated the procedure well.

Event description:
The baby required a PICC for long term IV access due to extreme prematurity. Due to baby's size, 1fr catheter with 24g needle was selected. 24g needle inserted into r antecubital vein. Good blood flow was noted, and the catheter was inserted into the lumen of the needle as per the protocol. Catheter was advanced without difficulty, so the catheter was held in place as the needle was split apart. Needle required more force than normal to split apart. Catheter was then advanced further, but would not pass the shoulder. The catheter was pulled back to a peripheral line, as it would not advance centrally. The catheter was flushed, but liquid was seen to be coming out of the middle of the catheter, at the 5cm mark. It was removed from the baby, who tolerated the procedure well.

Manufacturer narrative:
The device was returned for evaluation, and the events were evaluated as part of the complaint investigation. The results of this investigation are as follows: vygon received one catheter as a sample. The stylet was still assembled. The catheter had been shortened at the 10cm marking. In the beginning it was not possible to flush the catheter, but after withdrawing the stylet, the catheter could be flushed. The catheter was leaking at 16.2cm (6.2cm from the distal end). Microscopic examination showed mechanical damage to the area. The catheter may have been damaged during insertion or the shortening procedure. No deviations were found in batch history records. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. This is the first complaint for the involved batches 8024038 and 8005927, and the second regarding leakage on code 4g07126103. No further corrective action will be initiated by quality management at this time as this leak is believed to be cause by inadvertent damage during insertion. Vygon will continue to monitor this issue.